Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 200 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes filled below the minimum fill line and had air bubbles in them while filling. The customer reported the percentage of underfills between (B)(6) and (B)(6) 2019 having "almost doubled". Additionally, the customer also reported no affected tubes were run or results reported on the "il 700's (2) ... Beckman power processor". Samples were also visually inspected, and "otherwise meet our criteria - condition ok, just short". This complaint was created to capture 1 of 9 related incidents. The following information was provided by the initial reporter: "customer has noticed an increase in complaints about 363083's not filling to the minimum line, and in the months of (B)(6) and (B)(6) 2019, the percentage of incidents of underfilled tubes has almost doubled. Customer has noticed an increase in complaints about 363083's not filling to the minimum line, and in the months of (B)(6) and (B)(6) 2019, the percentage of incidents of underfilled tubes has almost doubled. We have not run or reported any results on the short samples. Il 700¿s (2) on a beckman power processor. The instruments check for fill and we visually verify all samples rejected for fill visually. Samples otherwise meet our criteria ¿ condition ok, just short. Ed noted that they are seeing bubbles when the tubes fill. Venipuncture (eclipse and winged infusion sets), line draw with transfer devise, IV start."